Manufacturer narrative:
B4: 14jul2021. A service engineer completed no repairs as the customer declined service due to the fact issue has been resolved by the customer. The customer requested to close the case. No parts were replaced. The device remains at the customer site. A supplemental report will be submitted if new information is obtained.

Event description:
The customer called technical support (ts) reporting that the device's power supply board issue. The device won't power on. The customer reported there was no patient involvement at the time the issue was discovered.